Event description:
Spontaneous report. Dose/amount frequency: cuvitru infuse 2gm (10ml) subcutaneously on week 1 and 3, and infuse 4gm [20ml] on week 2 and 4. (Total of 12gm [60ml] per month). Patient mother reports during cuvitru infusion pump made a popping sound and stopped working. She was able to manually push the remainder of the infusion with the syringe so patient did not lose any medication. She stated pump was several years old and it appears pharmacy has been servicing patient since 2021 and no pump shipment in recent records that pharmacist could locate. No additional information provided, unknown lot number. Pt did not miss a dose, no adverse event reported. Pump to be returned. Reported to (B)(6) by pt/caregiver.